Manufacturer narrative:
A boston scientific technical services consultant stated that due the device being in retry, longevity has been affected and suggested turning off auto capture. It was also noted that the patient's threshold measurements have been on the high side. The caller will turn off auto capture. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this device was in retry mode and was showing less than six months of remaining longevity. However, the device displayed two years remaining longevity three month prior. No adverse patient effects were reported.

Manufacturer narrative:
Three years after the initial observations were reported, the device was explanted for normal battery depletion and returned for testing. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
--